Event description:
It was reported the patient received inappropriate high voltage therapy. Tech services confirmed the arrhythmia was likely atrial tachycardia with a rapid ventricular response. Changes to the interval stability and morphology template were made and the device functioned normally. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.